Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported the patient has been experiencing elevated blood glucose of up to 649 mg/dl for the past week. She stated the infusion set is occluding during basal and bolus delivery. The patient injected insulin via pen to lower his blood glucose. His normal blood glucose range is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.